Event description:
The customer reported that the air in blood detector (abd) did not alarm for small air bubbles before and after the detector during treatment. A gambro rep investigated the air in blood detector, and found it to be out of tolerance. The detector was replaced. The new detector was calibrated and the prismaflex returned to clinical use. There was no report of any patient consequences as a result of the event.

Manufacturer narrative:
The manufacturer has requested, but not yet received the air in blood detector.